Manufacturer narrative:
Additional information/correction: after further evaluation, the suspect medical device was changed from architect total psa, list 07k70-35, manufacturing site sligo, to the architect i2000sr processing module, 03m74-01 manufacturing site dallas. MDR number 3016438761-2026-00149 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed falsely elevated architect total psa results for one patient. The following data was provided: sid unknown, initial psa result was 6.18 ng/ml, repeated 0.11 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07k70 that has a similar product distributed in the us, list number 6c06, with 510k number p910007.

Event description:
The customer observed falsely elevated architect total psa results for one patient. The following data was provided: sid unknown, initial psa result was 6.18 ng/ml, repeated 0.11 ng/ml. No impact to patient management was reported.